Event description:
It was reported that there was a gradual loss of stimulation over time until the pt did not feel stimulation at all. There were no related accidents or incidents. Approx two weeks prior when the pt felt no stimulation, impedance levels were checked and found to be normal, although all were showing 761 ohms on all combinations. Reprogramming was performed without success. The stimulator was turned off. Approx one week later, the health care professional (hcp) turned the stimulation back on and the pt felt stimulation "fine". The hcp had not performed any reprogramming. A recent x-ray showed that the leads had "moved down a bit" approx one electrode length. The battery was getting low (2.52v) but was not yet at low status. Add'l info has been requested, a f/u report will be sent if add'l info becomes available.

Manufacturer narrative:
(B)(4). Reason for late MDR due to implementation of process improvement.